Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving saline via an implanted infusion pump. It was reported the home health nurse tried to remove the saline and was not able to. No troubleshooting as done as the caller was not with the patient or the infusion rep. The caller stated they believed it was human error. The hcp was going to bring the patient in next week to do the refill to confirm. (B)(6) 2020 mpxr 787363, (hcp,rep): additional information received from a healthcare provider reported the patient was receiving saline 1 mg/ml at 1 mg/day. It was noted there was no environmental/external/patient factors that may have led or contributed to the issue noted. The patient was brought in to hcp office on (B)(6) 2020 and once again the pump was attempted to be emptied. No fluid was withdrawn. It appears as though the pump was never filled at implant. The pump was filled with saline to determine functionality. The event was not resolved.